Manufacturer narrative:
Patient information is not available for reporting. Unknown when device malfunctioned. Device is not implanted/explanted. Reporter¿s address and phone number not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) of the proximal femoral nail-antirotation-ii (pfna ii) blades don¿t work properly, fail interlocking options. This report is for one (1) pfna-ii blade l95 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.027.054s, lot l579302: release to warehouse date: september 22, 2017. Expiry date: september 01, 2027. Manufacturing site: bettlach. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the complained pfna-ii blade was received in totally unlocked position. The blade could be turned freely. It could be identified that the locking element was inserted too deep into the sleeve, therefore it was no longer possible to connect with the impactor. Several signs of damage / use could be identified which are from contact with the nail while insertion. In general, the device is in good condition. After unscrewing of the locking element from the sleeve by turning them in anti-clock direction, it could be connected to the impactor. The carried out functional test could not reproduce the reported problem. The complained blade could be locked and unlocked as intended. The blade in question is in faultless condition. Therefor this complaint is classified as unconfirmed. No product problem could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.